Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device was prepped per protocol and inserted into the patient. Upon inflating the balloon, the inflation indicator did not remain out (white/black/white). The device was removed from the patient and upon inflating the balloon on the scrub table, it was found to have a leak in the balloon. Another mynx vascular closure device was opened and deployed successfully. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: lower extremity intervention right femoral artery stick location: femoral artery sheath size: 6f vessel size: 7mm.